Event description:
It was reported that during a laparoscopic procedure, two devices misfired. The clips were not loading properly and then they "just fell out" of the device. Another device was used to complete the procedure. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned to the manufacturer in good visual condition. Upon evaluation, the remaining 12 clips were fired from the device. Two of the clips had proper pinch and alignment, but were released together with a second unformed clip. The other clips did not properly load into the jaws or fire at normal speed. Five of the clips were released unformed, two of the clips were slightly pinched and the tips of one of the clips were wider apart than a normal unformed clip. After the last clip was fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted. As each device is test fired prior to release, no conclusion could be made as to what may have caused the reported event.